Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 57 mg/dl, 160 mg/dl and 54 mg/dl. Customer drank orange juice after receiving the 57 mg/dl result. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.